Event description:
In 2006 the pt was awoken from sleep after her defibrillator apparently discharged twice. She was taken to the e.d. By her husband where monitoring showed intermittent paced beats with at times a heart rate dropping as low as 22 beats per minute. When not pacing, there was no underlying rhythm. Medtronic pacing services was contacted and interrogated the device. They felt there was a probable lead fracture. As a result, the pacing mode was switched to a doo pacing mode and the vt/vf detection turned off until this device could be replaced.